Event description:
It was reported to boston scientific corporation in 2008 that an endovive standard peg kits push method was used during a percutaneous endoscopic gastrostomy placement procedure performed in the same month. According to the complainant, "the wire was blocked at the tubing juncture during the procedure". The procedure was completed with another endovive standard peg kits push method device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "fine".

Manufacturer narrative:
According to the complainant, the suspect device has been disposed and is not available for return. A device evaluation cannot be performed; the cause of the reported malfunction is undetermined.